Event description:
It was reported by service report that the scale was not reading accurately, and the power cord plug had broken power prongs. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning scale due to a faulty head-end right load cell. Power cord plug with broken power prongs.